Event description:
It was reported that a physician successfully implanted an x-stop device into a patient while in the prone position. Post-procedure, the patient was being transferred from the operating room table to a hospital bed and "coded." Reportedly, the patient is "brain dead." It was reported that the physician attributed the patient's condition to conscious sedation that she received during the procedure, and not the x-stop device. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.